Event description:
The customer stated that discrepant architect total psa results were generated. On (B)(6) 2012 a result of 160 ng/ml was generated. On (B)(6) a result of 35 ng/ml was generated. Results from another facility were 40 ng/ml. The customer stated that the patient was receiving radiation therapy at the time the elevated result was obtained and questioned whether this would cause an elevated result. There was no report of impact to patient management.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified. The architect total psa package insert was reviewed and was found to adequately address the issue of elevated results. The customer had questioned whether radiation therapy could result in an increase in psa values. The customer data was reviewed by the associate medical director who stated that it appears that this issue my be due to a phenomenon known as a psa bounce, in which the psa level jumps up to three years after completion of radiation therapy. The psa level eventually returns to the baseline it attained just after treatment. Psa bounce may be caused by death of the damaged cancer cells that release their psa, therefore, the psa bounce can happen immediately or up to three years later. There is not enough evidence to suggest a malfunction as the elevated result was seen for a discreet sample; the sample was taken from a patient receiving radiation therapy which could cause a temporary increase in psa values. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
No consequences or impact to patient. Incorrect or inadequate test result. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the u.s., list number 6c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.